Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report, to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6, h10 corrected fields: b5, h6 (component code and medical device problem code) a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause of fiber deforming due to heat and an overheating error could not be determined since the device was not returned. The following warning is stated in the soltive laser system IFU (instructions for use): "- do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure." Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
Information that was inadvertently left out of the initial medwatch report: the reported event occurred during an unspecified therapeutic procedure. The intended procedure was completed using another laser fiber.

Event description:
The customer reported to olympus that when using a soltive premium super pulsed laser system, there was a smell of burnt plastic during the procedure. When the laser fiber was removed, it was discolored and deformed. An error code 42 was displayed after trying to use the fiber again. There was no patient harm associated with the event. This report is linked to patient identifier: (B)(4).

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.